Event description:
It was reported that the right ventricular (rv) lead showed out of range impedance. The rv tip to rv coil measured high impedance. The rv lead had a distal coil fracture. The rv lead was capped. It was also reported that the left ventricular (lv) lead impedance was out of range. The lead integrity was checked during the rv lead revision. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.